Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to latch in tower door 3 was failed. A field service engineer replaced the latch to resolve the issue and performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system latch in tower door 3 was failed. The customer reported that it was giving an double clicking noise and were not able to recover the door. There were no adverse events or injuries reported based on this event.